Event description:
Customer reported water lines accidently broke causing to stop cycling while in patient use. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The cse inspected the device and replaced inspiratory module and water trap kit. The unit passed extended self test.